Event description:
The user facility reported a 77-year-old male was implanted with an impella cp device for mechanical circulatory support. While being placed on the impella cp support, the patient experienced a perforation that required covered stent and/or balloon tamponade. The patient also experienced a perforation of left anterior descending following post-stent dilation. The patient then underwent a pericardiocentesis with auto-transfusion of blood. Hemodynamics was normalized after that.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.